Event description:
Boston scientific received information stating one day after implant the lead had dislodged. The lead was replaced. Another model 1882tc was implanted and it had dislodged too. Decision on atrial lead replacement has not been made. Hospital: (B)(6); event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).